Event description:
During stapled hemorrhoidectomy the surgeon noted the stapler did not make a loud noise as usual at one point. The stapled area was checked and appeared to be intact. Approximately one hour later the patient returned to the or for bleeding at the staple site. The surgeon believes the staples did not close properly. The patient had to be admitted to the hospital and required blood transfusions.